Event description:
A report was received that a pt was experiencing pain at the ipg pocket site. A bsn representative attempted to reprogram the pt but this did not resolve the issue. An x-ray was taken and it showed that one lead was pulled completely out of the epidural space and wrapped around the ipg. The second lead has begun to move out of the epidural space. The physician recommended a revision surgery to replace the leads with a paddle lead.